Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the case discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product involved caused and/or contributed to the post-operative patient consequences described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. Can you identify the product code and lot number of the product that was used in the procedure? Is there an e-mail address available in the event any further correspondence regarding this event is required? This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing record evaluation cannot be reviewed as the lot number has not been provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Ultrasound. 2020 may;28(2):124-130.

Event description:
It was reported via a journal article: title: ultrasound appearance of surgicel absorbable hemostat (oxidised cellulose) following laparoscopic resection of a splenic cyst - a potential diagnostic peril. Author(s): jenkins p, rogers l, coleman m, freeman s. Citation: ultrasound. 2020 may;28(2):124-130. The purpose of this case report was to discuss ultrasound appearance of surgicel absorbable hemostat following laparoscopic resection of splenic cyst. A (B)(6) year old patient underwent laparoscopic marsupialisation of a splenic cyst and utilized surgicel absorbable hemostat (ethicon) within the operative bed as control for hemorrhage. Postoperative ultrasound demonstrated an echogenic collection in the surgical bed that was initially misdiagnosed as an infected collection/abscess due to its sonographic appearances but was finally correctly identified as haemostatic material that had been packed into the surgical cavity. The critical importance of understanding the details of the surgical procedure and effective communication between the surgical team and ultrasound practitioner is emphasised to minimise the risk of misdiagnosis and unnecessary further imaging and radiological/surgical intervention.